Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709, serial # (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2009.

Event description:
It was reported that the pump "came loose." It was further added that the catheter (proximal-pump segment) was kinked. A MRI/xray/CT scan was indicated as to have been done, results not provided. Patient was hospitalized, and the device system was replaced. Following replacement, patient outcome was noted as recovered without sequel. Drug delivered via the device was morphine.